Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The connections for the gib and ffb pcb assemblies were cleaned and reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.